Event description:
It was reported that the patient's implantable pulse generator (ipg) migrated to the auxilliary area. Due to the ipg migration, the patient's right atrial (ra) lead had high impedance, dislodged, and fractured. The ra lead was capped and replaced. The ipg was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 402452 lead, implanted: (B)(6) 1995. (B)(4).